Event description:
It was reported to philips that the device's display was turning off intermittently during start up. There was no reported patient involvement.

Manufacturer narrative:
The philips-approved service provider (asp) evaluated the device and confirmed the reported problem, which was traced to the therapy pca and display assembly. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board.